Event description:
Endo clip applier malfunction during laparoscopic cholecystectomy. Surgeon and staff reported clip was closed on one side prior to firing device. Device removed and surgeon fired the device outside of patient to clear malfunctioning clip. Attempted to use the devices again with the same result of one side of clip closed prior to use. Device removed from surgical field and new device opened. FDA safety report ID # (B)(4).